Event description:
It is reported that one of the spikes on the im alignment guide broke off in the distal femur when removed from the patient.

Manufacturer narrative:
(B) (4). Evaluation summary: the micro-mill adjustable im guide was returned after one of the spikes broke off in the distal femur. The design of the device intends for it to be impacted on the head; however, damage marks throughout the part indicate it may have been impacted off-axis, for example when attempting to remove from the patient. Improper use appears to be the cause of the complaint or device failure. As returned, the instrument exhibits evidence of extensive use and/or abuse. Mushrooming and strike marks are present where the slaphammer engaged the instrument. The tightening screw appears to have been cross-threaded into the instrument and tightened/struck with another instrument. One spike has fractured off and the adjacent spike has a deformed tip which indicates it may have been struck. Nicks and gouges are present all along the shaft of the device. The history records were reviewed and found to be conforming. Dimensionally, the instrument met manufacturing specifications where it could be measured. The instrument has a potential field age of approximately 14 years.